Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in patient's mouth it was verified its non- osseointegration. Primary stability was achieved and immediate load was executed and the patient presented poor bone quality/quantity (bone type ii).